Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The biomedical engineer contacted product support and was advised to replaced the data acquisition board and data acquisition to motor controller cable based on the codes that he provided. The customer reported the device was in use, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. The customer evaluated the device.